Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced both hypoglycemia and hyperglycemia, with lowest glucose of 39 mg/dl and highest of 315 mg/dl, including prolonged periods out of range, in the context of inconsistent meal announcements and overtreatment of lows with slower-acting foods such as peanut butter, crackers, and energy bars. Symptoms included none reported. Outcomes included correction of highs using device-delivered corrections and self-treatment of lows without outside assistance or medical intervention. Investigation included review of recent cgm metrics, user report, and troubleshooting and education on proper meal announcements, appropriate low treatment with fast-acting glucose, and general device-use practices. Investigation of this case revealed use-related factors including missed meal announcements, inconsistent treatment timing at low alerts, and selection of slower-acting carbohydrates contributing to recurrent lows and highs, with device functionality not implicated. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed or incorrect meal announcements and suboptimal hypoglycemia treatment behavior.